Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient and weight is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturer: (B)(4). Date of manufacture date: nov 10, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery for an open reduction internal fixation (orif) procedure to treat a right periprosthetic humerus fracture on (B)(6) 2017 the cable tensioner instrument would only tension down to certain point. The instrument would not stop and lock correctly when used with the cable implant. On an unknown date the patient was previously implanted with a competitor¿s shoulder replacement. The patient presented with a fracture at the distal tip of the humerus at the competitors shoulder replacement prosthetic. Reason for the fracture is unknown. During the (B)(6) 2017 surgery, the surgeon implanted one (1) 4.5mm locking compression plate narrow 9 holes, seven (7) unknown quantity of each, 4.5mm/5.0mm locking screws, and one (1)1.7mm cable to reduce the fracture. While the surgeon was using the cable tensioner instrument, he noted that it was not working correctly. The surgeon chose another tensioner instrument that was available in the operating room to complete the procedure. There was no surgical delay due to the reported event. The surgery was completed successfully and patient was reported in stable condition. Concomitant devices: the 4.5mm locking compression plate narrow 9 holes (item # unknown, lot # unknown, quantity 1 each). The 4.5mm/5.0mm locking screws (item # unknown, lot # unknown, quantity 7 each). The 1.7mm cable with crimp 750mm (item # 298.801.01, lot # unknown, quantity 1 each). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (brand name cable tensioner with pistol grip, part number 03.221.015, lot number p196112). The subject device was returned with the complaint condition stating that during surgery for an open reduction internal fixation (orif) for a right preprosthetic humerus fracture procedure on (B)(6) 2017 the cable tensioner instrument would only tension down to certain point. The instrument would not stop and lock correctly when used with the cable implant. The returned instrument is part of the synthes cable system for orthopaedic trauma. It is designed to insert cables for temporary fixation of a cerclage cable to support reduction per technique guide. The returned instrument was visually inspected and no damage was noted on the instrument. The ratcheting mechanism was tested and functioned as intended. The attachments for the device (part numbers: 391.883 and 391.884) were not retuned nor was the cable in question therefore the complaint condition could not be confirmed. As the complaint condition was unable to be replicated and no defects of deficiencies were identified with the returned instrument which could have contributed to the complaint condition, no further investigation will be completed including drawing review, complaint history review and risk assessment review. The complaint is unconfirmed. No root cause was identified as the complaint condition was unable to be replicated. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.